Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, the issue occurred during a planned treatment and the procedure was aborted. The customer stated that the device did not turn on. The philips remote service engineer (rse) inspected the system remotely and found that the system was performing as intended. Review of the log file showed that the network connection was lost in the geo pc. The rse suspected issues with the psu or the battery. So, the rse advised the customer to replace geo pc if the issue reoccurs. There was no work performed by philips as the system worked as intended and in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not turn on and patient was moved to another room. No harm has been reported to philips. Philips has started an investigation.